Event description:
The customer reported the subject device was not displaying a complete ultrasonic image (the ultrasonic lines were continuously broken), and the identification (ID) board needed to be replaced. The reported issue was observed while reprocessing the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of incomplete ultrasound image.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (incomplete ultrasound image) was not confirmed or duplicated. In addition, service found the ultrasonic cable was disconnected, and there was a minor defect at the edge of the objective lens. The probe was discolored, scratched, and defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.